Event description:
Per the clinic, the patient had experienced an ongoing infection that was not healing. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also developed tissue breakdown overlying the implant.

Event description:
Per the clinic, the patient initially developed a hematoma that became infected and the patient underwent a skin revision surgery (specific date not reported) for a wound washout. The patient was also placed on antibiotics (specific type, date and duration not reported). However, the issue did not resolve and the patient experienced cellulitis and a wound dehiscence at the implant site. The patient was placed under general anesthesia on (B)(6) 2026 during the device explantation surgery. During the same procedure on (B)(6) 2026, the wound was repaired and debrided both mechanically and with antibiotic saline.